Event description:
It was reported that the insulin pump alarmed and would not prime. The blood glucose reading was 125 mg/dl. The customer stated that the insulin pump had a drive support cap that was protruded. The device had not been bumped nor dropped. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.